Manufacturer narrative:
The device history record for the reported radiesse lot number was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
Dr (B)(6) called merz north america to report that a female pt with the initials (B)(6) was injected with radiesse in the nasolabial areas and the malar areas. The right malar area is the problem. Yesterday the pt came in and there are pustules that are red and swollen at the outer edge. They are blanched in the middle. Product is seen in the middle. He did not see any vasoconstriction at the time of injection. There is an infection. He started the pt on keflex and then a couple of hours later he wanted to cover for gram positive bacteria so he prescribed bactrim ds and rifampin. On (B)(6) 2013 dr (B)(6) spoke to a merz north america nurse, (B)(4), rn, bsn. A (B)(6) female pt he injected "3 days ago." He injected the nlf and midface using a 1.5cc syringe of radiesse. Dr (B)(6) indicated that the injection session was uneventful. Yesterday, dr (B)(6) saw the pt in the office for the complaint of edematous right cheek with erythema. He indicated that there are small pustules around the edges of the affected area which appear white in the center. (B)(4) spoke with dr (B)(6) regarding th e symptoms of vascular occlusion which include blanching upon injecting, pallor followed by pain typically occurring the same day as injection, swelling, warmth, followed by a mottled appearance to the skin. Dr (B)(6) denies any blanching upon injection or reports of pain from the pt the evening of injection. (B)(4) discussed the possible etiology of bacterial infection versus herpetic outbreak. Dr (B)(6) states that he prescribed kelfex 1 gram, bactrim ds, and rifampin to cover bacterial infection. (B)(4), rn, bsn spoke with dr (B)(6) after he sent a photograph of the pt. Dr (B)(6) was speaking to a colleague to the time of the phone call and feels upon evaluation that the pt is suffering from shingles. He stated he will treat with prednisone, and valtrex. (B)(4), rn, bsn asked him if the pt is having pain and he replied "no, but sometimes a pt can have shingles without pain." We discussed vascular occlusion vs herpes outbreak. On (B)(6) 2013 (B)(4), rn, bsn spoke with dr (B)(6) to follow up on his pt's progress. He stated that he has received daily photos from his pt and the "purple area in the center" of the lesion is "more reddish" in color now and the lesions appear to be drying. There is decreased edema. On (B)(6) 2013, dr (B)(6) was contacted. He stated that the pt's symptoms resolved in 7-10 days, pressure had caused local necrosis.